Event description:
It was reported that a motor device in which it was observed that the device "runs intermittently". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure, or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. The exact event date was unknown. The reporter verified that the event occurred in (B)(6) 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. The device met manufacturing specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).